Event description:
(B)(6) clinical trial. Same case as: MDR ID 2134265-2013-03985. It was reported that subsequent to the coronary stenting procedure an in-stent restenosis occurred. The patient was diagnosed with stable angina on (B)(6) 2010 and underwent cardiac catheterization. It revealed a 75% de novo stenosed target lesion located in the mid left anterior descending(lad) artery with a reference vessel diameter of 3.00mm and length of 20.0mm. A 3.00 x 28.00 mm (B)(6) stent was used for direct placement with a 0% residual stenosis. In (B)(6) 2011, a non-study 3.5x32mm (B)(6) stent was placed in the mid lad. On (B)(6) 2012, the patient presented with angina and was hospitalized on the same day. Coronary angiography was performed and revealed and in-stent restenosis. No procedure was done and the patient was discharged the next day. On (B)(6) 2012, the patient was seen for a follow-up visit for worsening angina pectoris and was started on medications. Eight (8) days after follow-up the patient was presented with stable angina and was hospitalized on the same day. Cardiac catheterization was performed and revealed a 90% in-stent restenosis in lad and was treated with balloon angioplasty and placement of two overlapping non-bsc stents with 0% residual stenosis. The event was considered resolved without residual effects. The patient was discharged on the same day with aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).